Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a leak, he did not program the blood glucose meter correctly, and experience low blood glucose. Attempted to contact the customer twice to get more information on the leaks, but no one answered and left a voicemail to call us back. No further information was provided.